Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navien catheter that was leaking during a procedure. The patient was being treated for an unspecified aneurysm. Vessel tortuosity was moderate. It was reported that he devices were prepared as described in the manufacturer instructions for use. When pushing, contrast agent was observed leaking at the distal end. The catheter and the catheter was withdrawn from the patient and replaced with a new one. The procedure was then able to be completed without issue. The patient did not sustain any harm or injury during the procedure.